Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a patient with a 23mm 3300tfx aortic valve was explanted after an implant duration of 10 month due to unknown reasons. The explanted valve was replaced with a 21mm 3300tfx valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections b5, b7. H11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned through implant patient registry and medical records that a patient with a 23mm 3300tfx aortic valve was explanted after an implant duration of 10 month due to recurrent endocarditis. The patient presented with heart failure. The explanted valve was replaced with a 21mm 3300tfx valve. The patient was transferred to the cvicu in stable condition post procedure. The patient was discharged pod #15. Per medical records, the patient had 4 previous episodes of pseudomonal bacteremia since bioprosthetic valve implantation. This time, the patient presented with the fifth episode in the setting of rigors. Tee revealed new thickening of the non-coronary leaflet with restricted excursion which raised further concern. Redo sternotomy was performed with a 21mm magna ease. No other signs of infection were seen. Post bypass tee confirmed well-functioning replacement valve with preserved bi-ventricular function. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.